Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that while advancing to the target the stent tore.

Manufacturer narrative:
Analysis: it was reported that the ptfe stent cover tore while advancing to the target. The returned 8mm x 38mm x 80cm v12 covered stent system was examined and investigated. The stent was found still on the balloon and fully deployed. The ptfe cover had a large tear along the center of the stent. A tear of this nature is indicative of a stent that was deployed dry on the bench prior to patient contact. Covered stents, when deployed dry, will tear. Lot qualification testing that is performed on every lot of catheters is conducted with body temperature water for this very reason. The ptfe cover does not show up under fluoroscopy so it is not possible to determine if the cover tore during advancement of the crimped catheter. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) in addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing. ¿ distal tip tensile testing. ¿ catheter leak check this lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Conclusion: based on the passing results of the quality and performance testing and the fact that the stent was deployed dry on the bench causing the stent covering to tear, there is no evidence that the device was defective.